Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event log showed high alarm displayed: cassette not attached properly about 15 times. Functional testing was performed and found fluid ingression on downstream occlusion (dso) sensor, the yellow led was not lid, a loose latch lock, and missing battery door. The alarm message cassette not attached was shown when closed latch handle. The cause of the issue was fluid ingression on the dso sensor. The dso sensor was replaced to resolve this issue. The latch lock assembly, latch handle, led flex, led, battery door, and labels were also all replaced.

Event description:
It was reported that device was unable to lock the cassette. There was no patient involvement. The issue was discovered during bench testing.